Event description:
It was reported that the patient presented for follow-up, when it was noted that there were multiple episodes of ventricular fibrillation where atp and hv therapy failed to convert the rhythm. All episodes spontaneously returned to sinus before delivering another shock. Programming changes were made in addition to changes to the patients drug therapy. The patients follow up scheduled has been shortened. There were no adverse consequences and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.